Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All information was investigated and the reported single leaflet device attachment (slda) in this complaint appears to be due to the leaflets prolapsing (patient conditions), as it was reported that after the fourth clip was inserted and grasping was performed, both leaflets were prolapsing, and after the clip was deployed, the clip detached from the anterior leaflet. While, the reported pulmonary edema was likely related to the procedural circumstances. The reported patient effect of edema, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The other additional device referenced are being filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda) and pulmonary edema it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted at a2/p2. To treat a residual jet laterally of the clip, a second mitraclip was successfully implanted. A residual jet was noticed laterally of the second clip; therefore, a third clip (91001u128) was inserted. However, while in the left ventricle (lv), the clip became entangled in chordae. Troubleshooting was performed and the clip was successfully removed from the chordae and retracted into the left atrium (la). However, chordal ruptured was noticed on both the anterior and posterior leaflets. The clip was removed and replaced. The fourth clip (90926u285) was inserted and grasping was performed. It was noted that both leaflets were prolapsing. After the clip was deployed, it detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing a clinically significant delay in the procedure. After the slda occurred, the patient developed pulmonary edema and an intra-aortic balloon pump (iabp) was implanted. Mitral valve replacement surgery was then performed. No additional information was provided.